Manufacturer narrative:
An event regarding loosening and subsequent migration involving an unknown shell was reported. The event was confirmed by a review of the provided x-ray by a clinical consultant    method & results:  device evaluation and results: not performed as product was not returned.  Clinician review:  a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [.....] ¿ x-ray confirms acetabular shell has loosened and migrated, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components.   Device history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Dr. Revised a cup, head and liner from a procedure originally done in 2007. This was due to a loose cup. Surgeon noted the posterior bone wall was very deficient which may have caused the loosening. Dr. Used a multi-hole cup with screws to secure in place. He kept the original stem. Update 29/august/2019 wg: rep provided a prevision x-ray and added the following: "attached is all that is available per hospital policy. The operative side was left. It was a ceramic liner and 32 ceramic head. No part information was available."